Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device passed the displacement test. All operating currents were within specification. No unexpected blank display noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was removed when the customer went into the pool and when the customer reconnected, the display was blank. Customer's blood glucose was 71 mg/dl. Troubleshooting was done and it was stated that the display returned and the customer received a battery out limit but it could not be cleared due to the esc button not responding. The insulin pump was replaced and returned for analysis.